Manufacturer narrative:
This is one event for the same pt involving three separate products; associated MDR#s 1225714-2013-03083 and 2937457-2013-00226.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2007, after use of the product.